Event description:
Tip from ablation probe broke off during a liver ablation procedure while the probe was inside the pt. Per physician (interventional radiologist), it was ok to leave the tip in place within the ablated area, which is the best approach. Risks of attempting to remove it markedly outweigh the benefits.